Event description:
It was reported that the patient had a past accident and subsequently has experienced a "pacing problem", exit block, high impedance and fracture distal to the bifurcation in the right ventricular lead. It was further reported that the physician suspected a possible device header problem as a result of the accident. The device was explanted and replaced. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis performed revealed no anomalies were found. Concomitant medical products: 693565 implantable tachy lead, (B)(6) 2011. (B)(4).